Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported kinked cannula or determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that on (B)(6) 2015 at 4:46 pm he activated a new pod and on (B)(6) 2015 his blood glucose, carbohydrate intake and insulin history is as follows: at 11:23 am the pod was deactivated and he noticed the cannula was kinked.